Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2023 explanted: product type catheter product ID 8781 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-jul-2025, UDI#: (B)(4). ; product ID: 8781, serial/lot #: (B)(6) , ubd: 09-aug-2018, UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving clonidine (250 mcg at 125.9877 mcg/day), dilaudid (hydromorphone) (1 mg at .50395 mg/day), and bupivacaine (30 mg at 15.11852 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced lethargy, intermittent bradycardia and hypotension immediately following a catheter access port (cap) dye study. The patient was monitored in the clinic until symptoms resolved and vitals were stable. A priming bolus was not performed following the cap dye study to temporarily pause infusion of medication. The provider did not aspirate enough medication from the catheter prior to injecting dye which caused the patient to receive more medication than intended.